Event description:
It was reported that customer experienced a malfunctioning pump. There was no adverse impact to the customer¿s blood glucose level. Tandem diabetes care received a parachute order for the patient, who is under warranty, and a specialist was involved to assist in resolving the issue.